Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited multiple high rate non-sustained episodes and an increased sensing integrity counter (sic). T-wave oversensing (twos) was also noted. The lead was checked once again the following day without evidence of additional alert triggers. The lead remains in use. No patient complications have been reported as a result of this event.